Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 30-40 degrees. An additional clip was deployed medially to stabilize the first, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account were further reviewed by an abbott senior staff clinical engineer (a. Wing). The reviewer noted that ¿one (1) echocardiographic video was provided. The video captures an lvot view in both frames; the left frame is standard magnitude with no color doppler, and the right frame is zoomed in on the clip with color doppler. The lvot view captures the anterior-posterior cross-section of the valve (short axis). As such, an lvot view will show a front facing view of clip (perpendicular to clip arm plane) with the posterior leaflet on the left and the anterior leaflet on the right side of the view. The clip appears to be deployed as there is no delivery catheter (dc) or cds visible and is presumably the first implanted clip reported for cowl post deployment. The clip arm angle appears to be ~25°; this is an estimation based on visual assessment with the naked eye and is not confirmed. In the color doppler view there is a noticeable regurgitation jet originating at the center of the clip which aligns with the reported incident details. No pre deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the video provided.¿